Event description:
Boston scientific received information that the patient with this left ventricular lead experienced loss of cardiac resynchronization therapy due to left ventricular lead migration and/or dislodgement. The left ventricular sensing was reprogrammed and the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.